Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced two spontaneous pump off events. The pt was asymptomatic. The pt had low flow alarms and power elevations at a speed of 8800. During morning rounds, the hospital performed a ramp echo and increased his speed to 9400, in which his septum was more midline. His av valve barely opened, maybe every 3-4th beat, and was the same at 9400. Later, while the pt was lying in bed, the nurse noticed that he was having power elevations up to 11.4 and flows were +++. The pt was asymptomatic. However, out of concern, the on call doctor had the nurses decrease the speed to 9000. During morning rounds, the flows were sporadic between 6.7 up to 12, speed between 0.8900, and pp 0-11.4. There were also events were it states "pu mp off", but there was a flow of 11 noted. Another ramp echo was performed and his speed was increased back to 9200 and his system controllers were exchanged. The vad coordinator reported later that there were no more alarms and the pt did not feel any symptoms. The pt was connected to the hospital's equipment and his numbers looked a little better with the new system controller.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.